Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Motor, other/defective. Gearbox, not able to duplicate issue. Motor - (B)(4): loose brake assembly discovered during bench test. The brake was electrically engaging/disengaging. Gearbox - (B)(4): operated properly during bench test. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Motor, other/defective. Gearbox, not able to duplicate issue. Motor - (B)(4): loose brake assembly discovered during bench test. The brake was electrically engaging/disengaging. Gearbox - (B)(4): operated properly during bench test. Right brake does not release when pushing joystick forward.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Right brake does not release when pushing joystick forward.